Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to myopotentials. It was noted myopotential oversensing was observed in (B)(4). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing with many short v-v intervals and it was noted myopotentials evoked ventricular fibrillation (vf) sensing. The rv lead was capped and replaced, along with the implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analysis of the returned device was unable to confirm an issue.